Event description:
It was reported that a lead integrity alert was triggered due to high rate non-sustained ventricular tachycardia (nsvt) episodes, sensing integrity count, and noise observed during these episodes less than one month after the initial implant. It was further reported that a connection issue was suspected. The lead was temporarily programmed to integrated bipolar and remains in use. The device remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).